Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the exposed cutting wire was broken. The cutting wire was discolored from use and the broken ends appeared burnt/blackened. The condition of the returned device was consistent with the complaint that the cutting wire broke. During manufacturing, the sphincterotome devices are 100% inspected and the broken cutting wire is likely due to procedural/anatomical factors. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report MFR report # 3005099803-2011-01374). It was reported to boston scientific corporation that two autotome rx sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2011. According to the complainant, during the procedure, the cutting wire broke on the first device during use. No portion of the cutting wire detached from the device inside of the patient. The device was exchanged for a second autotome rx sphincterotome. However, the cutting wire broke on the second device. No portion of the cutting wire detached from the device inside of the patient. The procedure was completed using a third autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) relates to (B)(4) for the reported event of wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2011-01372 and MFR. Report # 3005099803-2011-01374). It was reported to boston scientific corporation that two autotome rx sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2011. According to the complainant, during the procedure, the cutting wire broke on the first device during use. No portion of the cutting wire detached from the device inside of the patient. The device was exchanged for a second autotome rx sphincterotome. However, the cutting wire broke on the second device. No portion of the cutting wire detached from the device inside of the patient. The procedure was completed using a third autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.